Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2024 and suture was used. During the surgery, the needle was lost in the abdominal cavity. The surgeon performed an escopy and exploratory laparotomy without identifying the needle. An abdominal CT was ordered. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration/manufacture dates are currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event was reported as 2 devices with different lot numbers. Did 2 needles fall into the patient? Or did 1 needle fall into the patient and the lot numbers provided of au3237 and au4236 are possible lot numbers? Please explain. Please clarify the issue with the device: was there a deficiency with the device? How did the needle fall into the patient? Did the needle break during the procedure? Did the needle pull off (separate) from the suture during the procedure? Did the suture break? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle/needle fragment? What was the size of the needle used? What was the size of the broken needle fragment, if applicable? If the needle broke, was more than half the needle retained in the patient? Was the needle seen on the abdominal CT? Does the needle/needle piece remain retained in the patient's tissue? If the needle/needle piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining needle/needle fragments? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will the product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: from what I understood in conversation with the pharmacist, the 2 lots were sent to the room and the 2 lots were used. But only one needle was not found, for this reason nursing does not know which lot was not found. And even after all the tests carried out the needle was not found; they made an exploratory laparotomy also and even so the needle was not located.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.